Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review, capturing a loss of alternating current (ac) power while connected to mobile power unit (mpu) power. A no external power event was recorded on (B)(6) 2025 at 13:19:28 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Section d6a - date of implant: corrected to blank. Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu), serial number: unknown, was confirmed via the log files. The associated system controller log file was reviewed, and timestamps span approximately 14 days (21:50:03 on 19aug2025 to 20:45:45 on 02sep2025). The log file captured low voltage hazard and power cable disconnect alarms due to a loss of ac power while connected to the mpu on 23aug2025. The alarms resolved as the ac power was restored to the mpu. The system controller backup battery supplied power to the system during the loss of external power, and the pump function was not affected. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log file. Multiple good faith effort (gfe) attempts were sent to inquire about the mpu¿s serial number, if the mpu has a v-lock connector on the ac power cord, if any environmental factors that may have contributed to the reported event, if the patient recalled these events, and if the mpu would return for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The device history records for the mobile power unit (mpu) could not be reviewed as no product-identifying information was available. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low power hazard alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.